Event description:
The customer reported that the reservoir had been leaking for about a month. The customer experienced no delivery alarms and they were received with a complete set change. It was also stated that he changed the infusion set, but received a low reservoir alert on the same day. The customer was hospitalized for high blood glucose levels over 600 mg/dl. The name of the hospital was (B)(6). The customer's blood glucose was 485 mg/dl when they reported the reservoir leak. The customer's current blood glucose was 248 mg/dl. Advised the customer to return the reservoir for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).